Event description:
This report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2014-02220 addresses the first resolution clip and manufacturer report # 3005099803-2014-02221 addresses the second resolution clip. It was reported to boston scientific corporation that two resolution clip devices was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, when an attempt was made to deploy, the user experienced difficulty releasing the clip from the catheter. After several attempts, the clip did separate from the catheter. The user experienced the same issue with a second resolution clip. No visible damage was noted to the devices prior to use. The procedure was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.